Event description:
It was reported that, during an office follow-up, the interrogation had a red battery depletion (bd) error on the programmer. The patient was sent home to do a remote follow-up via latitude. Technical services will do an analysis of the remote follow-up data. The device remains in service. There were no adverse patient effects reported.

Event description:
This supplemental report is being filed to provide additional information. It was reported that a review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. It was reported that, during an office follow-up, the interrogation had a red battery depletion (bd) error on the programmer. The patient was sent home to do a remote follow-up via latitude. Technical services will do an analysis of the remote follow-up data. The device remains in service. There were no adverse patient effects reported.